Manufacturer narrative:
Note: a duplicate event was identified as captured in regulatory report ## 9612164-2025-06418. If additional reportable details are later received pertaining to this current event, going forward, the new reportable details will be captured and submitted within regulatory report #9612164-2025-06418. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The information in this medwatch was initially incorrectly included on the report number referenced in h10 which has since been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, when the delivery catheter system (dcs) was removed, a right femoral artery access site perforation occurred. A stent was placed. The minimum access diameter was 4.6 mm. Per the physician; the perforation was related to the dcs and procedure. The patient¿s calcified anatomy was a contributing factor to the event. Following the procedure, a bowel obstruction developed. The patient was transferred to another hospital for a general surgery consult and corrective surgery was performed.